Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: care and handling it states, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a peritrochanter nailing procedure on (B)(6) 2015. During the procedure, the surgeon felt the nail was too long and when the surgeon attempted to remove the lag screw to remove the nail, it was discovered the distal threaded tip of the inserted had fractured off. It is not known if the fracture occurred while implanting or removing the lag screw. A review of the x-rays does not show the fractured tip and surgeon believes it remained in the screw. The nail and the lag screw remain implanted.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. After reviewing complaint and condition of complaint product as returned, the lag screw inserter connector¿s threads had fractured as stated in the complaint. Product likely failed due to the connector not being completely tightened to the lag screw prior to lag screw insertion.